Event description:
Linear articulating stapler ejected reload during stapling in surgery. Ejected reload removed. No harm to pt. New device opened and used without difficulty. Process extended case time. Bleeding controlled. Device ethicon ats45, lot# g4rp7e, exp: 2015-02.